Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that while the patient was at the dentist office they experienced syncope and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. While at the hospital the physician was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted and discussed that the physician did not have the correct programmer for the device that was implanted. The physician noted that they were located on a remote island with no access to a local field representative. Ts suggested having the patient's family bring the remote home monitor to the hospital to perform an interrogation. No further information has been received. It is unknown if an interrogation was performed. The cause of the syncope remains unknown as well as the status of the patient. The closest field representative is attempting to obtain further information, but has not been successful to date. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no additional adverse patient effects were reported.